Event description:
It was reported that during a bilateral tubal ligation, kleppinger stuck to the right fallopian tube. When pulled away the right tube tore. A small amount of tube had to be removed to ensure compete tube interruption. No further consequence to the patient is known.

Manufacturer narrative:
Device is retained with risk management at the hospital. This is an isolated occurrence. There are no complaints similar to this customer's event in the past five years. The richard wolf instruction manual for bipolar instruments provides use/application steps for customers to follow. We are not 100% sure that the lot# on the forceps is correct as reported by the enduser. There is a possibility that the lot number may be 249m08. Both lot numbers have been manufactured by richard wolf medical instruments.